Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor raabe guiding sheath was returned with the proximal fitting separated from the sheath tubing. A 3mm compression is noted immediately distal to the flare. Approximately half of the flare is bent downward, hence making it difficult to pass through the large lumen of the flare gauge. The cap was removed for further examination. No non-conformities are noted. The i.d. Of the connector cap was built under specifications. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. The appropriate personnel were notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor raabe guiding sheath was used during a lower extremity angioplasty in the femoral artery, via contralateral approach. It was reported when removing the device, the hub separated from the sheath. The procedure was completed with the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.